Manufacturer narrative:
The device in question is a peripheral hardware unit used in conjunction with our ereader device. There was no deficiency noted with the ereader that was connected to the printer. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their printer keeps asking for paper, even though there is paper loaded in the tray. Additionally, the printer reportedly smells like it's on fire. Additional information with regards to the precise location of the burning smell and with regards to whether any injury occurred was requested. However, a response has not been received.

Manufacturer narrative:
The complaint product was not returned. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that there is an overheating issue with the printer. The third-party manufacturer of the printer has been made aware of this issue for investigation. Screen will continue to monitor and trend this issue.